Manufacturer narrative:
(B)(4). Correction = on (B)(6), 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. Original description stated: "on (B)(6) 2011, the patient contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 08/31/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no peeling or damage. During testing, all the keypad buttons were fully responsive. The keypad cover was removed and no evidence of contamination or internal defect was found. The complaint was not duplicated during the investigation. Unrelated to the complaint, the display screen was discolored. The display lens was scratched. Additionally, the battery compartment was cracked and the cartridge compartment was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), 2011, the patient contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, blood glucose values, or treatment suggestive of a serious injury.